Manufacturer narrative:
The customer¿s report of residual volume could not be confirmed. Only the unapproved syringe, syringe tubing and syringe event logs were returned for investigation. Syringe event logs do not contain programming or syringe (syringe size, volume) information and this information can only be obtained from the pcu event log. The syringe used in the event was a covidien monoject 2.5ml flush syringe and is not listed on the syringe module. The reported issue is most likely due to the use of this unapproved syringe. The probable cause of the reported residual volume is due to the use of an unapproved syringe.

Event description:
The user reported that after an infant's morphine bolus (1 ml syringe) infused, a saline flush (2.5 ml saline in a 3 ml syringe) using the syringe module was set up to flush the line. The user pressed ¿restore¿ to start the flush. Later an alarm occurred indicating ¿occlusion/infusion complete.¿ the user observed a 0.5 ml residual in the flush syringe where no fluid was expected. No patient harm occurred as a result of the event.

Manufacturer narrative:
Concomitant medical product: non-bd extension set with filter. (B)(4). The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic details were not provided. The patient is an infant. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
The user reported that after an infant's morphine bolus (1 ml syringe) infused, a saline flush (2.5 ml saline in a 3 ml syringe) using the syringe module was set up to flush the line. The user pressed ¿restore¿ to start the flush. Later an alarm occurred indicating ¿occlusion/infusion complete.¿ the user observed a 0.5 ml residual in the flush syringe where no fluid was expected. No patient harm occurred as a result of the event.